Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user stated that the hardware is loose and the brakes are not hitting the tire properly.